Event description:
It was reported during an anterior resection procedure that the operation was delayed by 45 mins because the non-existent staple line had to over sown. The pt made a full recovery. A second gun was included and worked fine. It is speculated that either there was no staples, or that staples did not fire, or only one line of staples fired.

Manufacturer narrative:
Info anticipated, but unavailable at this time.